Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed. Evaluation and testing of the customer samples was performed and overfill was observed. The +10% is at 1.98, one drew 1.9884. Per stability assessment of 1.8 ml vacationer safety coagulation tnt tubes a small percentage of 1.8 may draw above +10% specification up to 4 months past date of manufacture, therefore 1.9884 was still within historical product performance boundaries. All tubes were visually inspected and no defects were found. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the issue relating to overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was observed. Evaluation and testing of the retain samples was also conducted and overfill was not observed. Root cause description: based on the investigation, a root cause could not be determined, further investigation determined historical product performance boundaries were met. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube overfilled during use. No testing was performed on the overfilled samples, but blood recollection of the patient was. This complaint was created to capture 1 of 5 patients affected by this event. As reported by the customer, "several instances of the citrate tube overfilling were multiple patient¿s involved? If yes, provide the following for each incident: 5 patient samples provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) For each incident: 3 males, 2 female adults. What was the date of event for each incident? (B)(4) 2019. Was the same lot involved in the other incidents? Yes, bd vacutainer lot # 9002613 ref # 363080 1.8ml 13x75mm, was there erroneous results? Testing not performed, recollect did the patients have to be redrawn? Yes, staff monitored filling of tube to ensure fill line compliance. What is the date of event for the 1st male patient? (B)(4) 2019, what is the date of event for the 2nd male patient? (B)(4) 2019, what is the date of event for the 3rd male patient? (B)(4) 2019, what is the date of event for the 1st female patient? (B)(4) 2019, what is the date of event for the 2nd female patient? (B)(4) 2019."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube overfilled during use. No testing was performed on the overfilled samples, but blood recollection of the patient was. This complaint was created to capture 1 of 5 patients affected by this event. As reported by the customer, "several instances of the citrate tube overfilling. Were multiple patient¿s involved? If yes, provide the following for each incident: 5 patient samples- provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) For each incident 3 males, 2 female adults: what was the date of event for each incident? (B)(6) 2019 and (B)(6) 2019. Was the same lot involved in the other incidents? Yes, bd vacutainer, lot # 9002613, ref # 363080, 1.8ml 13x75mm. Was there erroneous results? Testing not performed, recollect. Did the patients have to be redrawn? Yes, staff monitored filling of tube to ensure fill line compliance. What is the date of event for the 1st male patient? (B)(6) 2019. What is the date of event for the 2nd male patient? (B)(6) 2019. What is the date of event for the 3rd male patient? (B)(6) 2019. What is the date of event for the 1st female patient? (B)(6) 2019. What is the date of event for the 2nd female patient? (B)(6) 2019".